Event description:
It was reported that the customer was hospitalized due to heart complications. During the hospitalization, the customer experienced blood glucose levels as high as 353 mg/dl. The customer had not changed the infusion set to try to solve the problem. Troubleshooting was performed, and the insulin pump was programmed correctly except for the time, which was off by an hour. This insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.